Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received battery out limit alarms and the insulin pump had blank displays. The customer had battery issues. The contacts on the battery cap were damaged. Her blood glucose level was 190 mg/dl. The product was not returned. Nothing further to report.